Event description:
On (B)(6) 2017, I had cosmetic surgery, (a tummy tuck, breast lift and augmentation). I had not originally intended to get breast implants as I had large breasts; however, the surgeon convinced me that a small implant would be a good idea to make my breasts fuller after the lift. I received mentor memorygel breast implants, siltex round moderate classic profile, 235cc in each breast. Approximately 2-3 weeks following my surgery, I noticed that my mood was "off." I found myself sinking into a depression and I was starting to experience anxiety. I was also starting to gain weight. Approximately 6 weeks after the surgery, I had a resurgence of sciatica, which I had not had any complications with for approximately 7 years prior to the surgery. The pain developed in my left leg instead of the right leg, where I had experienced issues in the past. As weeks and months passed, the depression intensified, I experienced anxiety spikes, anger and irritability, uncontrollable crying and mood swings, and the sciatic pain intensified. I also noticed during this time that I was experiencing cognitive dysfunction (inability to concentrate, "brain fog", memory loss, mind drifting-off frequently, vocabulary recall issues, etc.). My fingernails became more brittle, I started to experience fatigue, I had pain in my upper abdomen, I experienced an influx of gi/digestive issues, thrush (oral), occasional chest pains, a decrease in motor function (dropping items, tripping, knocking things over, and having difficulty opening things, typing, etc.), blurry vision, dry skin, acne on my décolletage, torso, upper back, neck and shoulders, insomnia, tinnitus, candida, muscle cramping, twitching and charlie horses in my left calf, random pin-point pains in my breasts and on my nipples, slower than normal wound healing, full body inflammation and continued weight issues. My chiropractor had me do some blood work in mid 2018. It revealed that I have high levels of mercury, lead and aluminum in my system. On (B)(6) 2018, I was rushed to the emergency room with severe abdominal pain. It was quickly discovered that I had appendicitis. An emergency appendectomy was performed at approximately 1:30 a.m. Pm on (B)(6). Following the surgery, I continued to experience abdominal pain. After contacting the surgeon a few times and explaining my symptoms, he informed me that "it sounds like you have an ulcer." On (B)(6), I visited with my cosmetic surgeon regarding the mental, emotional and physical issues I have experienced since receiving the implants. When I told him that I suspected breast implant illness (bii), he looked at me and said, "that's not a real thing." My heart sank. He told me that he could provide me with a quote to have the implants removed and informed me that he would have to perform another breast lift if I had them removed. On (B)(6), I saw the report on the (B)(6) nightly news regarding the rare cancer caused by breast implants like mine. I couldn't help but cry while watching this since my cosmetic surgeon had informed me that bii "wasn't a real thing." At the present time, I am experiencing major depression, anxiety, mood swings, suicidal thoughts, chronic fatigue (can't/don't want to get out of bed in the morning), premenstrual dysphoric disorder, migraines/headaches, full body inflammation, and I still experience all of the issues listed above. I firmly believe that my implants are the cause of nearly all, if not all, of the symptoms I have provided in this email, and that my words should be taken seriously. These implants are dangerous and should be banned by the FDA. No woman should have to experience this, and doctors should be informing their patients of these complications. I want them out of my body so that I can return to having a normal, healthy life.